Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Event date: not provided. Initial reporter fax number: not provided.

Event description:
It was reported that during implant placement, a popping, cracking sound occurred while torqueing the implant (tsv4b11) down. Implant was removed and surgery was completed using another implant. Tooth location 8.

Manufacturer narrative:
An imp,tsv,4.1mm,sbm,11.5 (tsv4b11) was returned for investigation. Visual evaluation of the as returned product identified slight marks from usage. No damage identified to product and mount. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was located on tooth # 8 and was used the same day. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (63619438). It was confirmed that all operations and inspections were executed as per the applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63619438) for a similar cause and no other complaint was identified. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did not occur and the reported event was non-verifiable. The following sections have been updated: g7: checked "follow-up".

Event description:
No further event information available at the time of this report.